Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01791. It was reported the patient has lost stimulation due to high impedance. X-rays were taken and revealed no anomalies. The patient plans to undergo surgical intervention to provide resolution.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2017-01791, reference MFR. Report#: 1627487-2018-00315, reference MFR. Report#: 1627487-2018-00316. Follow-up revealed surgical intervention resolved the patient's issue.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2017-01791, reference MFR. Report#: 1627487-2018-00315, reference MFR. Report#: 1627487-2018-00316. Follow-up revealed the high impedance was related to lead fractures located at the anchor sites. As a result, the patient's leads and anchors were explanted and replaced